Event description:
It was reported that during a procedure, the nim response 3.0 patient interface was not responding to stimulation. The device was returned to the manufacturer for evaluation and repair. There was no report of patient impact or injury.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was returned for evaluation by the quality engineering team. As received the condition of the device showed no significant physical damages. Equipment used: nim 3.0 mainframe, patient simulator, and incrementing probe (provided by s<(>&<)>r) observations: the mainframe was powered on with the interface, simulator, and probe connected. A monitoring mode using all available channels was selected. Each channel was stimulated in turn using stim 1; no responses were seen. Each channel was stimulated in turn using stim 2; proper responses and measured currents were seen on all channel. The stim fuses were swapped and the evaluation repeated with the same results. Electrode check was green for all monitoring channels and both stim 1 <(>&<)> 2. The primary root cause is not evident but is likely the result of anticipated use characteristics.